Manufacturer narrative:
Product complaint # ==>(B)(4) date sent to the FDA: 11/3/2021 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 the following information was requested, but unavailable: 1. Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue?¿¿ all answers above are unobtainable. Once there is any update, we will update the information. 2. Was there any change in the patient¿s post-operative care due to the prolonged procedure? 3. What is the most current patient health status and condition? 4. Is the broken needle available for analysis? 5. Any photos available for visual analysis? 6. How was the procedure completed? 7. Please provide lot number

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post-operative care due to the prolonged procedure? What is the most current patient health status and condition? Is the broken needle available for analysis? Any photos available for visual analysis? How was the procedure completed? Please provide lot number to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 275 g/m.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2021 and suture was used. During the procedure, at the time of sewing for the fourth stitch. The needle was observed, and the needle was found to be broken. After half an hour search, the broken needle was removed. All the needle parts were put together and confirmed that the needle was intact. Another like device was used to complete the surgery. There were no patient consequences reported. Additional information was requested.